Event description:
The sales rep reported that surgeon was removing the gall bladder and as the gall bladder was pulled up to the cannula, the distal end of the cannula shattered. Dr was not able to retrieve all of the pieces of the cannula. The pt was reported to be doing fine and left the hosp on 2/3/97.